Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of oil contamination could be confirmed. During service the device was found oil contamination documented in the pre-repair assessment. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service oil contamination was observed. The device was not being used during surgery. It is unknown if injury or medical intervention had occurred. There was no additional information provided.